Manufacturer narrative:
Based on the additional information received, further investigation regarding the event is being performed.

Event description:
Per additional information received, the patient expired.

Manufacturer narrative:
The patient's medical records were not provided as requested. Therefore, the addendum investigation focused primarily on the lab analysis of the deposits found within the chest tube. A portion of the chest tubing was sent to an independent microbiology laboratory for lab analysis of the deposits found within the chest tube. The lab utilized a variety of media and incubation temperatures to promote growth of the sample collected from the chest tube; however, the sample produced no growth. Cytology smears revealed infrequent presence of mats of notably septate fungal hyphae or stacks of non-spaced, arthroconidia with occasional, roughly dichotomous branching. No discrete components such as yeast forms, conidia or spherules were identified. An abundant background population of bacteria, predominantly minute coccobacilli was present, though this was considered a non-specific finding, given the likelihood of overgrowth at ambient temperatures in the moist environment. The morphology of fungal organisms visible on cytology was not suggestive of organisms of common clinical importance. The morphology of the organisms obtained in the clinical sample exhibited multiple features not typically present in the pathologic strains. The ocean drain is provided sterile and it is for single use only. Although a lot number was not provided so that specific records could be reviewed, the sterilization processing records for each batch of atrium medical products are reviewed to assure that a 10-6 sterility assurance level (sal) is achieved. The drain functioned properly and allowed the fluid to drain from the chest, the patient's clinical condition cannot be attributed to a malfunction of the chest tube or drain. The instructions for use (IFU) state that users should be familiar with thoracic surgical procedures and techniques before using thoracic catheters. Only qualified healthcare practitioners should insert, manipulate and remove thoracic catheters. Patient tube connections, insertion site and catheter patency should be checked regularly to confirm proper operation.

Manufacturer narrative:
We are in the process of performing the investigation and will submit the follow-up report once the evaluation is completed.

Event description:
Report received stated the patient had two chest tubes in place at time of incident. The right chest tube was placed on (B)(6) 2016. The chamber was changed on (B)(6) 2016, and (B)(6) 2017. Customer noted that no issues with drain at the time of placement. On (B)(6) 2017 the drain was removed from patient when bedside nurse noticed green/brown spots in the tubing and had concern for mold/fungus.

Manufacturer narrative:
The unit returned was an ocean single drain body, but the tubing attached to it was from a pediatric unit. It appears that the original drain used was a pediatric unit and they just changed the drain body itself when replacing units. It appears that the same patient tube was used for an extended period of time. The tube set was drained of fluid and the exterior was disinfected. The fluid collection inside the tubing appeared to be serous in nature, not blood. The pediatric tubing sets are a purchased product from an approved supplier and go through a qc inspection before release into inventory. The tube sets are then packaged with drains, inspected and sent out for sterilization. It is very unlikely that the tubing set contained any green/brown spots as stated in the reported complaint. The instructions for use state that the patient tube connections, water seal and suction control chamber should be checked regularly to confirm proper operation. This would include a visual inspection of the wound site and tubing. Summary/conclusion: the initial tube set was attached to the patient for a period of 15 days. This length of time was sufficient to allow the buildup of residue inside the tubing to begin. At some time during the patient's thoracic drainage management the drain and tubing should have been assessed for cleanliness and patency. The decision was made to replace the chest drain but not the patient tubing. The in-line connector on the patient tubing line allowed the clinician to swap out only the drain while retaining the use of the soiled tubing. Frequent clinical assessment of the drainage device would have indicated a problem requiring a full drain replacement.